Manufacturer narrative:
The field service engineer (fse) found that the main pump pressure was out of specification and adjusted it, adjusted the cell rinse volumes, increased a sample probe's external rinse, and performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 1 patient sample on a cobas pro c 503 analytical unit. The initial calcium result was 4 mg/dl. The repeat result was 8 mg/dl.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The investigation is ongoing.